Event description:
During troubleshooting for an unrelated alarm on the home choice machine, it was reported the home patient had connected to an unprimed patient line during peritoneal dialysis (pd) therapy. The patient had left the patient line clamp closed during the priming phase of peritoneal dialysis (pd). The technical service representative assisted the home patient in ending therapy and reviewed proper procedures with the home patient. The home patient would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user to connect the patient line extension to the patient line prior to priming. The guide instructs the user to open the clamp on the patient line to ensure proper priming. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.